Event description:
The symbiq pump began infusing. Approximately 2 hours later the pump alarmed with malfunction alarm s421 motor error. The alarm was acknowledged and the cassette was ejected. The infusion was stopped and the pump powered down. I have registered this with the OEM and have returned it for analysis.====================== manufacturer response for infusion pump, symbiq======================the OEM has documented the error codes and the event. They will download the history and analyze the problem. Please return the device.